Manufacturer narrative:
Customer's observation was not replicated in-house with retention devices. Retention devices were tested with cutoff hcg urine control and mid level hcg urine control. All results were positive at read time. No false negatives were obtained. During early pregnancy, the quantity of urine hcg levels is usually low. Urine samples are more likely influenced by many factors (too much water intake or renal dysfunction) which will dilute the urine sample. In these cases, the urine hcg level may be lower than cut-off (25miu/ml), and may lead to a negative result at 3 minutes and positive at 5 minutes. Manufacturing batch record review did not uncover any abnormalities. Root cause could not be determined without patient specimen in-house analysis. Based on the information available, there is no indication of a product deficiency. Corrective action is not required at this time. This issue will be subject to tracking and trending.

Event description:
Caller alleged false negative hcg results for one patient. Results as follows: patient presented a week ago with negative results at 3 minutes, positive at 5 minutes. Staff instructed patient to discontinue "the pill" and come back in a week for a repeat urine test. The patient returned a week later but had not stopped "the pill"; urine result was negative at 3 minutes but positive at 5 minutes. Pregnancy was confirmed with blood work; no value was provided. Last menstrual period: (B)(6) 2013. Staff are not medical personnel, they instruct patients to run their own tests while staff observes. External controls are not run. Urine sample is not available for investigation.